Event description:
A report was received that the patient's stimulation wasn't working and high impedance readings were observed. The physician checked the connection between the leads, lead extensions and ipg and wasn't able to resolve the high impedances. The physician then decided to replace the leads and lead extensions. The patient was implanted with two new leads and is reportedly doing well.

Event description:
A report was received that the patient's stimulation wasn't working and high impedance readings were observed. The physician checked the connection between the leads, lead extensions and ipg and wasn't able to resolve the high impedances. The physician then decided to replace the leads and lead extensions. The patient was implanted with two new leads and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-70t, (B)(4), model description: linear trial lead, 70cm with pre-loaded 0.014 inch stylet, model#:sc-3108-35, (B)(4) and (B)(4), model description:lead extension, 35 cm d6: implant date (B)(6) 2008.

Manufacturer narrative:
Correction to the additional suspect medical device components involved in the event: model#:sc-2138-70 (B)(4) model description: linear lead, 70cm with pre-loaded 0.014. Device evaluation indicated that x-ray inspection of the lead ((B)(4)) revealed that all of the cables were completely broken at the kinked location of the lead. It appears to be a result of fatigue. Electrical tests could not be performed due to broken cables. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. Visual inspection of lead ((B)(4)) revealed that it was cleanly cut near the proximal end. Therefore, no electrical tests could be performed. The damage to the lead is consistent with damages during the explant procedure and is not considered a failure. Device evaluation indicated that the lead extensions ((B)(4)) passed visual, electrical, mechanical and photographic imaging tests performed. Devices exhibit normal device characteristics.